Event description:
It was reported that the patient underwent an aortic valve replacement. A continuous technique was being used to attach the graft and valve. After 2 to 3 stitches, it was noted that the suture had split. There were no adverse patient consequences reported.